Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that adhesive patch and cannula housing detached from spring prior to insertion. The event occurred on 30-mar-2026.